Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (20mg/ml at 4.703mg/day) via an implanted infusion pump. The indications for use included chronic low back pain and spinal pain. Concomitant medications included hydrocodone, and the patient's medical history included failed back surgery syndrome. It was reported that the patient was hearing the pump alarm on (B)(6) 2017 and was not feeling well. The symptoms were described as withdrawal symptoms. The patient was then ok for 2 days, and started having symptoms again on (B)(6) 2017. The pump was checked and logs showed two stalls, with the second stall lasting almost 24 hours. It was noted that the stalls had recovered at the time of report. Per pump logs, the first stall reportedly occurred on (B)(6) 2017 at 06:05, and recovered on the same date at 16:54. The pump stalled again on (B)(6) 2017 and recovered on (B)(6) 2017 at 03:21. The logs reportedly coincided with the patient's history. The pump was placed at minimum rate and the patient was to be supported on oral medications. Pump replacement was planned, but had not been scheduled at the time of report. The issue was considered unresolved, and the patient's status was alive - no injury. There were no known environmental, external, or patient factors that were thought to have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018. It was reported that pump replacement had been scheduled for (B)(6) 2018 at 16:00.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the healthcare provider via the manufacturer representative on 2018-jan-17. It was indicated the device would be returned to the manufacturer after the replacement scheduled for 2018 (B)(6).

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found an anomaly of wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.